Event description:
Additional information received from the clinical study indicated that the catheter remained implanted in the patient.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0206073861 serial# unknown implanted: (B)(6) 2012 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#: 0206073861; serial#: unknown; implanted: (B)(6) 2012; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown/0206073861. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving clonidine (571.4 mcg at 99.86136 mcg/day) and bupivacaine (14.3 mg at 2.49916 mg/day) via an implantable pump for unknown indications for use. It was reported that on the (B)(6) 2024 a discrepancy on the volume between the volume theorique 12ml and what wasn take away 25.5ml. Without symptoms for the patient. On the (B)(6) 2024 again 12.1 theoric and effective 35.ml. There was a problem but the patient since then hadn't observed a big difference on her status. So on the (B)(6) 2024 because she had increased pain they checked the catheter via a catheter access port study and found a leakage so they replaced the catheter on the (B)(6) 2024.